Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During the preparation of a 3.00 x 32 synergy¿ drug-eluting stent, the stent stretched while removing the stent protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted, stretched and lifted from the stent profile. The stent moved distally on the balloon and over the bumper tip. The product stent protector was returned for analysis with the device and the inner diameter measured was within specification. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. During the preparation of a 3.00 x 32 synergy¿ drug-eluting stent, the stent stretched while removing the stent protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.